Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2025.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of stimulation and started to take more pain medication as a result of their pre-existing pain worsening. High impedance readings were discovered on every contact of the lead therefore, the scs system was unable to be reprogrammed. Therefore, the patient underwent a revision procedure during which the lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 2025 device analysis performed on the returned lead revealed that this lead was bent/kinked near the set screw mark of the clik anchor and multiple cables were completely broken at the fracture location. Laboratory analysis determined that the lead became bent/kinked at the exit point of the clik anchor, exposing the bent location to excessive mechanical force that caused the cables to fracture at the anchor point.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of stimulation and started to take more pain medication as a result of their pre-existing pain worsening. High impedance readings were discovered on every contact of the lead therefore, the scs system was unable to be reprogrammed. Therefore, the patient underwent a revision procedure during which the lead was replaced. The patient was doing well postoperatively.